Event description:
It was reported by the customer that the puncture and other procedure was okay. The peripherally inserted central catheter (PICC) was in place. The doctor attempted to remove the spring wire guide (swg) and felt that the swg was stuck in the catheter. As a result, the doctor removed all components from the patient. The stylet was out of the catheter to do the procedure, after pulling the swg, he pulled back the stylet. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction. Therefore, it is reportable. Evaluation: one swg, one ptfe coated swg, one PICC catheter with stylet inserted, and two 45 cm swg's were returned for evaluation. The returned swg was kinked approximately 4 cm from the distal tip. No other damage, defects or anomalies were observed on this swg. The specified diameter was measured using a micrometer. This swg was inserted through the catheter without difficulty. A ptfe coated swg was also returned. This swg is not included in this kit & the source was not reported. The core wire was broken adjacent to the distal weld and the coil wire was partially unraveled. No pieces appeared to be missing. The undamaged end of this swg also passed through the catheter without difficulty. The instructions for use contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or use excessive force in removing the swg. The report of catheter/swg difficulty was confirmed through evaluation of the returned samples since the swg's used for catheter insertion were kinked or unraveled. However, based on the limited information and return of a swg not included in this kit, the potential cause of this issue could not be determined.